Event description:
It was reported that during a stent-assisted coil embolization procedure, the aneurysm was located at the junction of the internal carotid artery (ica) and the anterior communicating artery (acoma). After establishing the intraoperative access, the physician used a guidewire to navigate the microcatheter to the distal a2 segment of the anterior cerebral artery (aca). After delivering the subject stent to the target location via the microcatheter, the physician adjusted the system tension and retracted the microcatheter in preparation for deploying the subject stent. At this point, the physician encountered resistance when advancing the stent delivery wire, and the proximal end of the subject stent could not be pushed out of the microcatheter. The physician attempted to resolve the issue by retracting the microcatheter and advancing the subject stent delivery wire, but during these attempts, the subject stent deployed within the microcatheter. The physician then withdrew the entire microcatheter and subject stent system from the body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.